Event description:
Front right caster bolt sheared off and client fell out of the chair to the ground and fractured his hip and had a hip screw surgery.

Manufacturer narrative:
The date of incident has been provided and updated. The consumer information has not been released. The device is not available for evaluation at this time. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Front right caster bolt sheared off and client fell out of the chair to the ground and fractured his hip and had a hip screw surgery.

Event description:
Front right caster bolt sheared off and client fell out of the chair to the ground and fractured his hip and had a hip screw surgery.

Manufacturer narrative:
The device was returned and evaluated. The front caster bolt failed as the result of torsional shear (twisting).

Manufacturer narrative:
The consumer information as well as the date of incident has not been provided. The device is not available for evaluation at this time. Should the device or further information become available, a follow-up report will then be issued.